Event description:
A malfunction alarm identified as malf 0 was reported, and there were no notable events preceding the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer did not previously reset the pump for this issue, but technical support assisted in resetting it and provided further instructions. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to report any future occurrences.